Manufacturer narrative:
(B)(4).

Event description:
It was reported that high voltage lead impedance measurements were not collected since the device implant. The updated measurements were not able to obtain since the patient was constantly being paced. A session record was submitted for further analysis.